Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken pins in the system controller could not be confirmed as the system controller was not returned for evaluation. Additional information provided stated that the controller has been discarded and will not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: corrected information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient's low flow controller had pin broken and so controller was replaced. Patient's backup controller was unavailable at the time and so needs low flow software upgrade. Two hm 3 controllers with low flow software already installed will be sent. No further information was provided.